Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 144cm coyote otw balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications as a result of this event and the patient condition were good post-procedure.